Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog # is 90430; not 92134 as previously reported. (B)(4).

Event description:
Per the clinic, the fixture failed to osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2011.